Event description:
It was reported that the ventilation generated a technical error indicating power error during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation consists of log evaluation, photographic inspection and information received by our field service engineer (fse). During investigation on-site performed by our fse, presence of corrosion on the pneumatic back-plane printed circuit board (pcb) was found. The pcb was replaced and after successful tests the ventilator was sent back to clinical service. It could not be confirmed in the device logs that the ventilator had generated a technical error code indicating power error as it was originally reported. Evaluation of the received device logs shows that the ventilator had a technical error code that indicates communication failure. A visual inspection of the received picture confirms the liquid damage/corrosion on the pneumatic back-plane pcb. The ingress of liquid/corrosive substance on printed circuit boards can cause failures which might lead to a ventilator malfunction. The conclusion in this matter is that the ingress of a corrosive substance in the ventilator led to corrosion on the pneumatic back-plane pcb. It is not known how the corrosive substance entered the ventilator and ended up on the pcb.

Event description:
(B)(4).